Event description:
Attempted to cross the right coronary artery lesion with the stent, but the stent would not cross the lesion. The stent began to strip off the balloon and could not be retracted into the guide catheter. The entire balloon/stent/guide was pulled back into the radial artery but could not retract the stent into the 6fr sheath. The stent was then deployed in the right radial artery. The procedure was completed as intended with no harm to the patient.